Event description:
It was reported that during tonsillectomy procedure, the device failed to produce coagulation therapy and was required to coagulate for tonsil removal. It was removed and opened new set, unsuccessful, removed adapter and switched to alternative adapter to complete the procedure. The patient was readmitted five days post-op for additional surgery to resolved tonsil hemorrhage.

Manufacturer narrative:
Additional information: b5, e1 (first name, last name and phone number), e3, e4 (email), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during tonsillectomy procedure, the device failed to produce coagulation therapy and was required to coagulate for tonsil removal. They held on to device using alternative to complete the procedure. The patient was readmitted five days post-op for additional surgery to resolved tonsil hemorrhage.

Manufacturer narrative:
D10 concomitant products: e2505-10fr, e2505-10fr 15cm disp f/s suct coag x25 (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during tonsillectomy procedure, the suction coagulation device was connected to universal adapter but failed to produce coagulation therapy and alarming occurred. The device was repositioned but it was still the same. A new package was opened and connected it to the adapter but it also did not work. It was then held by a staff member without the adapter to the monopolar port, which resolved the issue. The patient was readmitted five days post-op for additional surgery to resolved tonsil hemorrhage.